Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of malfunction was attributed to poor environmental testing conditions. All device specifications were met during investigation testing. No defects were found on the device.

Event description:
Customer complains of low control test results. Nurse called in on behalf of mr (B)(6). Nurse ran a control test and read 29mg/dl for the level 1 control solution and was not within range (33-63mg/d). Customer states he feels well and does not require medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified the strips expire 03/23/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 29mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low control test results. Nurse called in on behalf of mr laterno. Nurse ran a control test and read 29mg/dl for the level 1 control solution and was not within range (33-63mg/d). Customer states he feels well and does not require medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified the strips expire 03/23/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: (B)(4). No adverse event reported.